Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/4/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update rec¿d 4/4/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. The complaint was updated on: (B)(6) 2014. Doi: (B)(6) 2011 - dor: scheduled (left hip). Patient is a resident of (B)(6). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, elevated levels of cobalt and difficulty ambulating.

Manufacturer narrative:
(B)(4). Added: patient, device.

Event description:
Update jun 30, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges popping of hip when patient bends, hip clicks during certain movement, changes of cognitive abilities and depression. It was also reported in the pfs, that patient underwent surgery on (B)(6) 2017 for the removal of implants and insertion of antibiotic spacer and revision on (B)(6) 2017 and re-revision on (B)(6) 2017. After review of the medical records, there is no new information. Added cup, sleeve and stem due to alleged infection. This complaint was updated on july 12, 2017.

Event description:
Update jul 06, 2017: medical records received. After review of the medical records, there is no new information. This complaint was updated on july 21, 2017.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.